Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Event description:
It was reported that during implant of the intraocular lens (iol) that the back of the haptic was torn off inside the cartridge. The iol was cut, removed and replaced; the incision was enlarged. No patient injury. The date of the event is unknown. No further information was provided.

Manufacturer narrative:
The intraocular lens and pre-loaded cartridge were returned to the manufacturer. Visual inspection revealed that the unfolder cartridge from the pcb00 has a small amount of viscoelastic residue inside. The lens was observed to have a broken haptic. The returned product confirmed haptic detached. Based on the evidence observed the complaint is not a manufacturing related incident since a small amount of viscoelastic residues was detected, which may cause problems during the lens delivery. Also, no assembly error, broken components, or defective cartridge such as cartridge blocked in the preloaded assembled delivery system was identified. The direction for use (dfu) states to ¿insert the ophthalmic viscosurgical device (ovd-lubricant) into the tip of the protective cap. Completely fill the viewing window with ovd¿. It is a known failure mode that if the iol is not loaded correctly or iol is loaded upside down; the potential adverse effect could be a severed haptic. There is no evidence to suggest that the preload delivery system or iol (lens) have been affected by the manufacturing process. Haptic detached was verified in the sample received. The initial report stated that the iol was cut and removed. The investigation results reasonably suggest that the probable cause to be user error. Manufacturing records were reviewed: all manufacturing records reviewed and related documents the production order were manufactured according to specifications. No manufacturing error/haptic issues were reported when this lot was completed. All units manufactured were 100% visually inspected; no deviations related to cartridges were reported. All pertinent information available to the manufacturer has been submitted.